Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06oct2020.

Event description:
It was reported the device would not power on as well as the customer say errors in the significant event log for backup alarm failure, auxiliary alarm supply failure, 35v supply failure, and blower stalled. There was no patient involvement. The customer advised they unplugged the battery and unit powered on. The customer advised led lights are working. The field service engineer (fse) advised the customer to try replacing the power management board or the motor controller board to isolate the issue. The customer replaced the motor controller board and the issue was resolved.

Manufacturer narrative:
G4: 01apr2021. B4: 04apr2021. The power management (pm) printed circuit board assembly (pcba) was replaced to address the reported problem. The replaced pm pcba was received for internal failure analysis. The customer's complaint was confirmed. The root cause was determined to be failure of solder junction at r31. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.